Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer was also hospitalized. Tandem technical support made several attempts to follow up with customer, but customer did not respond or troubleshoot the issue, so no additional information was obtained.